Event description:
Customer reportedly obtained results of 125mg/dl with aviva system 1 and 50mg/dl on aviva system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in aviva system 2. Reference medwatch with (B) (4) for suspect device in aviva system 1.